Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed far r oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.